Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the patient came to the clinic and the battery port #1 on the controller was observed by the coordinator to be loose. There were no reported alarms associated with this event. The site removed the controller from service and an electrive controller exchange was performed. There were no reported consequences or impact to the patient. Investigation is ongoing.

Manufacturer narrative:
Log file analysis was not conducted since the event was confirmed visually. A review of the device's incoming inspection records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a loose connector on power port 1. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is improper assembly, which likely contributed to the event. This issue is currently being investigated by scar2015037. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.